Manufacturer narrative:
Other, other text: , corrected data: d4 updated, lot number was incorrect and has been removed.

Event description:
Information was received indicating that a pump was alarming with a smiths medical, cadd medication cassette. It was reported the end user replaced the cassette with another one and was able to continue infusing without further issue. Per reporter on the same day the alarm occurred again, no disposable clamp tubing, the user changed the batteries which did not resolve the alarming. No additional information is available at this time